Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead failed to capture. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests, x-ray examination, and visual inspection did not identify any anomalies.